Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the customer filled the cartridge with 300 units of insulin. The customer's blood glucose level was 325 mg/dl. The customer added insulin and successfully completed the load process with a second cartridge.